Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 40 mg/dl and the high blood glucose of the patient was 300 mg/dl. Customer's mom reported other blood glucose value was 128 mg/dl. Customer's mom report they received insulin flow block alarm. Customer's mom reports event was resolved by changing complete set. Customer's mom did not provide any symptoms regarding to high and low blood glucose. Customer treated with insulin pump, food and manual injection. Customer's mom declined to troubleshooting. The insulin pump will not be returned for analysis.